Event description:
Nmc complaint number(B)(4). This was the 2nd case performed on the above console. Please see previous complaint from 12-21-23, with similar issues. I personally attached the vis-rx catheter to the pim for this case. The first acquisition had a duller image and I assumed it was the connection, so I reseated the connection before we rescanned. The second run was also dull and showed artifact to suggest resistance somewhere, so I reseated the catheter to the pim, again. I checked for reasons that may cause resistance. The tuohy wasn't too tight, the catheter wasn't kinked, it was a post run so no tortuosity. On the third attempt the catheter started knocking and would not acquire. I reseated the catheter again and an error came up. We were unable to take a picture of the error due to the fact I needed to troubleshoot the mobile cart. I was unable to disconnect the catheter from the pim, so I shut the system down and unplugged the console for a few seconds and restarted. We were able to disengage the catheter and the physician did not want to proceed. I used my demo catheter to perform a test run, (not in the ring) after the incident and it did the same thing as in the case. The first test run sounded different ( almost like when it goes into preview/live mode) and the lens jumped while trying to pullback. The second run made the loud clicking sound, so I stopped.

Manufacturer narrative:
During imaging the catheter produced dim images, artifacts, and later knocking, followed by an error and inability to disconnect from the pim until the console was powered down. The failed catheter showed a severe distal kink, the afl had triggered, and a broken puller. Pim/console testing was normal and within specification. The reported issues could not be recreated when testing the pim. The root cause of the complaint is undetermined.